Event description:
New information received indicates that on (B)(6) 2026, the ra lead was capped and replaced with a new lead. The patient was discharged in stable condition following the procedure.

Event description:
It was reported that the patient presented to the clinic for a device check. During the device check, loss of capture, low p-wave amplitude, and under sensing were noted on the right atrial (ra) lead. Chest x-ray confirmed that the ra lead had dislodged. Lead replacement was considered, no changes or interventions were reported. There were no patient consequences.